Manufacturer narrative:
The customer did not return the suspect device to olympus for evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported event. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, the customer reported the device was reprocessed in the oer-elite on leak test cycle without issue. It is, therefore, considered to be likely that the scope did not leak. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: "precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported that an endoscope that had a leak was used on a patient. They manually cleaned the unit and then ran it through a leak cycle on the oer-elite to get it ready to send in for repair. They then hung it up and someone used the endoscope on another patient. The customer reported there was no effect on the patient as a result.